Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip ambulatory infusion pump, would not recognize the cassette with the cassette attached. Per reporter the pump was being used for demonstration purposes. No adverse patient effects were reported, the pump was reportedly being used for demonstration. No additional information is available at this time.